Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 172 mg/dl and a bolus via the pump was delivered to address the bg level. The bg had elevated to 280 mg/dl and a 15 unit correction bolus was delivered to address the bg level. The reported cause of the high bg was due to the customer eating dinner. The customer declined to provide further information about the event. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.